Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 511 mg/dl associated with a suspend issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the patient did receive an occlusion alarm or empty cartridge alarm at the time of the suspension and the patient may have suspended the pump instead of confirming the alarm. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.